Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky integrated circuit regulator, designator u35 from the analog pcb assembly. The leaky ic regulator u35 was shorted which caused 855ma of current drain which depleted the internal hlc batteries.the customer received a replacement device.